Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The peritonitis was manifested by abdominal pain and discomfort. The break in aseptic technique was further described as the patient did not clean the area prior to performing pd therapy. The day following the onset of peritonitis, the patient was treated with unknown antibiotics for the peritonitis event. Four days later, the patient discontinued the treatment with unknown antibiotic. The next day, the patient began treatment with an unknown antibiotic twice a day, orally for peritonitis. Nine days later, treatment with the oral antibiotics was discontinued. The patient was not hospitalized for the event. At the time of this report, the patient was recovered from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained in proper aseptic technique. Additional information was requested but is not available.